Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of lcs complete revision femur right side because of pain and instability. Intraoperatively the femoral component was found to be fractured. Patient is suffering from parkinson disease and suffered a trauma. No surgical delay. On (B)(6) 2020, the surgeon described the condition/status that led to revision on (B)(6) 2015. In addition on this date he suspected that the components implanted on (B)(6) 2015 loosened as well.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.